Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was observed in the cartridge canister. The customer's blood glucose was 147 mg/dl. Customer primed air bubble out successfully.